Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.

Manufacturer narrative:
Corrected: (removed: the t:slim pump user guide instructs the user to remove any residual air from the cartridge.)